Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Problem with right not left side right rear wheel out of round rubs right arm both arms have to much play. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel was out of round and did not roll straight. As it rotated, it made contact with the arm rest and then moved 3/8 of an inch away from it. Functional observation- the wheels are free of debris and are able to roll freely, despite the right rear wheel being out of round. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed due to the right rear wheel being out of round. Complaint of "left wheel to rub against the frame" was confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: standard wheelchairs. Assembly/component issue, rear wheel cracked/broken. Problem with right not left side right rear wheel out of round rubs right arm both arms have to much play. Product received expanded evaluation. The expanded evaluation report states: visual inspection- the right rear wheel was out of round and did not roll straight. As it rotated, it made contact with the arm rest and then moved 3/8 of an inch away from it. Functional observation- the wheels are free of debris and are able to roll freely, despite the right rear wheel being out of round. Conclusions- utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed due to the right rear wheel being out of round. Dealer states the frame was bent right out of the box which is causing the left wheel to rub against the frame.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Dealer states the frame was bent right out of the box which is causing the left wheel to rub against the frame.